Event description:
Procedure: urological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability and impairment. Product was used for therapeutic treatment. Associated MDR: 1018233-2012-01690.

Manufacturer narrative:
(B)(4). Additional info from importer report: date of this report: (B)(6) 2012. Brand name: pelvicol acellular collagen matrix. (B)(4). (B)(6). Attorney. Initial reporter also sent report to FDA: no.